Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the first returned product noted that the inflation syringe was not received. The insufflation bulb was not received. The lock collar and trocar balloon appeared intact. The circular seal for the dissector balloon was cut and disengaged and not received. Pmv performed functional testing; the trocar balloon was inflated using a test syringe, no leak was detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal repair, at the moment of access, the device was leaking gas at the point of the valve, at the opening for the scope. It was noted that a piece of plastic was missing. The valve seal disengaged and the valve seal was damaged they took a new device to complete the case. There was no patient injury.